Manufacturer narrative:
The reagent lot number and the expiration date were not provided. On the field service engineer's (fse) initial service visit, he inspected the module and noted that it was not operating. He removed and cleaned the ultrasonic mixers (usm) and drained and cleaned the incubator bath. He replaced the reagent and sample syringe seals, sample pipettors, reagent probes, gear pump head, vacuum diaphragms and valves, and the air pump diaphragm and valves. He checked the rinse stations, adjusted the probes, and replaced the lamp and cells. He performed an instrument prime through and rinse stations and checked for water delivery. He performed photometer checks, cell blank measurements, and hardware precision checks; one assay had an unacceptable result. On the fse's follow-up service visit, he again performed a hardware precision check with unacceptable results. He then replaced the geat cut filter and performed usm vertical and horizontal adjustments. The repeat hardware precision check was acceptable. He also performed preventive maintenance. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable bun result from one patient sample tested on the cobas 8000 c702 module. The initial result was 0.71 mmol/l. The repeat result was 38.65 mmol/l.